Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established. D4. Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was not working. As a result, the pump was explanted and replaced. No patient complications reported.